Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a red, bumpy, rash on both shoulders. There was no alleged device malfunction contributing to the irritation. The patient reported using cortisone cream on the skin irritation. The patient also reported that his wound vac had draping which caused an irritation. The patient is on two antibiotics for the wound vac and the patient believes that helped heal the skin irritation.